Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("had hystro 3/16") and sjogren's syndrome ("sjogrens") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed in (B)(6) 2016. In (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) with inflammatory marker increased and fibromyalgia ("fibro"). At the time of the report, the hysterectomy, sjogren's syndrome and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, hysterectomy and sjogren's syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("had hystro 3/16") and sjogren's syndrome ("sjogrens") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) with inflammatory marker increased and fibromyalgia ("fibro"). Essure was removed in (B)(6) 2016. At the time of the report, the hysterectomy, sjogren's syndrome and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, hysterectomy and sjogren's syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hystro 3/16') and sjogren's syndrome ('sjogrens') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) with inflammatory marker increased and fibromyalgia ("fibro"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disease "). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, sjogren's syndrome, fibromyalgia and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, fibromyalgia, medical device removal and sjogren's syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: hysterectomy, sjogren's syndrome and fibromyalgia , autoimmune disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('had hystro 3/16') and sjogren's syndrome ('sjogrens'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) with inflammatory marker increased and fibromyalgia ("fibro"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disease "). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, sjogren's syndrome, fibromyalgia and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, fibromyalgia, medical device removal and sjogren's syndrome to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: hysterectomy, sjogren's syndrome and fibromyalgia, autoimmune disease. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hystro 3/16') and sjogren's syndrome ('sjogrens') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant) with inflammatory marker increased and fibromyalgia ("fibro"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disease "). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, sjogren's syndrome, fibromyalgia and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, fibromyalgia, medical device removal and sjogren's syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: hysterectomy, sjogren's syndrome and fibromyalgia , autoimmune disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event addition. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.